Manufacturer narrative:
Failure investigation (fi) lab received the da to mc cable assembly and da pcb assembly for evaluation. Visual inspection of the returned da to mc cable assembly and da pcb assembly revealed no evidence of damage or contamination. Fi technician tested the da to mc pcb cable and da pcb. No failures were identified. Multiple attempts were made to follow-up with the key market to obtain patient's information; however, there was no response.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit was giving error code message of machine and proximal pressure sensors failed. Unit was overheating and switches off after a few hours of use. The unit was in clinical use at the time the reported issue was discovered. However, there was no harm to the patient or the user.